Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned and, from the evaluation of the returned product, it was determined that the inner cavity is cracked and the outer box is exhibiting marks due to transit, but it's not exhibiting major damage. Device history record (DHR) was reviewed and no discrepancies were found. The cracked cavities damage can be caused due to the outside forces during transit or the forces due to the implant. From the returned product, as the outer carton is not showing much damage due to shipping, the blisters may have broken due to forces from the implant in transit. So the root cause for the reported issue is attributed to transit damage or products damaged during shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 00575001701, nexgen knee gender solutions femaile femoral components, lot # 62277260. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00243. Device was returned.

Event description:
It was reported that during a knee arthroplasty that the device packaging was cracked. The first cracked package was noticed by the scrub technique and brought out of the sterile environment and the second was noticed before entering the sterile field. The procedure was completed with a different implant without issue. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable at this time.